Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified. Additionally, a different issue (damaged usb pins) was identified.